Manufacturer narrative:
Reportedly there was no patient involvement. Device is an instrument and is not implanted/explanted. A device history record review was requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the reduction forceps with points narrow-ratchet 132mm has a broken tip. No reported patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review, part number: 398.40 , synthes lot number: a7ma51 , release to warehouse date: week 51, 2003 , manufacture site: tuttlingen , part expiration date: n/a , list of nonconformance¿s: n/a . Review of the device history record of tuttlingen showed that the DHR is no longer available due to the age of the instrument (over 14 years old). Customer quality conducted an investigation of the returned device. The device was initially received at service and repair. The customer reported the tip of the forceps was broken. The repair technician reported the tip of the left side of the forceps was broken. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. At customer quality, the returned reduction forceps (part: 398.40, lot: a7ma51, mfg: week 51,2003) was inspected and the complaint of broken tip was confirmed. Visual inspection performed at customer quality observed that the device was returned with one of the forceps tips broken off. The broken fragment was not returned to customer quality. Additionally, the second tip was observed with a dent at its tip. The overall balance of the device, including the ratcheting mechanism looks good in condition with minor signs of wear which does not impact device functionality. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. Drawings were reviewed. The diameter of the jaw feature at the location of the breakage was measured for both the jaws. Both were measured 2.34 mm - 2.40 mm that falls within specification of 2.4 mm +/- 0.2. Hence no drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The DHR is no longer available in tuttlingen due to the age of the instrument (over 14 years old). Therefore, the exact date of manufacture is unknown. A material check or hardness check were not performed at cq as there is no indication that the material or hardness would have contributed to this complaint for this 14+ year old reusable instrument breaking. While no definitive root cause could be determined it is possible that the age of the device with consistent use for over 14 years and any unintended forces encountered during device usage or handling could have led to complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reported lot 4702254 is a supplier lot. The synthes lot is a7ma5. Both lot numbers are valid. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.